Event description:
Device 1 of 2; reference MFR. Report number: 1627487-2019-02919.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2019-02919. It was reported that during a procedure (ref MFR. Report 1627487-2019-02916) the physician was unable to adjust the leads with the new ipg. As a result, both the leads were explanted and replaced on (B)(6) 2019.